Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was frustrated with the scs system. The patient quit charging her ipg, and for two years she did not use the system. It was reported the ipg had a depleted battery. The patient went to a new physician, and the ipg was explanted. The physician tested the lead and placed a new ipg using the same lead on (B)(6) 2012. It was reported the patient had received effective stimulation from the existing lead.